Event description:
This case, reported by a solicitor, who contacted the company to report a product complaint and adverse events. No medical history or concomitant medication were provided. The patient was taking human insulin (unknown formulation) via a humapen ergo (unknown cartridge holder) for the treatment of insulin dependent diabetes in 2001. In 2001, while using the humapen ergo, the patient felt unwell, tired, sick and they had no energy. The patient was hospitalized 5 days later for high blood sugars, with a one day history of high blood sugars. The patient's insulin had been adjusted using the humapen. At hospital the patient was put on a drip and insulin pump, and their blood sugars were taken every hour. The patient remained on the drip for 2 more days. The next day, the patient's condition improve, the drip and insulin pump were removed. The patient's blood was taken for tests. However, the cause of the patient's condition could not be identified. The following day, the patient's blood sugars continued to rise. The patient was still using the humapen ergo at this point. Actrapiel insulin was given by syringe. 2 days late, the patient was discharged from hospital and was given a syringe with rapid acting insulin. The following day, the patient was readmitted to hospital with high blood sugar. The patient was sent to a large hospital the next day (they had been too ill to travel the day before. It was reported the patient's veins collapsed and they almost died. The patient was discharged 6 days later. The reporter stated the cause for the patient's condition was a faulty humapen, which had cartridge holder defects. Final patient outcome was not provided. Action with insulin was not provided. This case is associated with cid 194833. Further information has been requested. The events are unassessed by a healthcare professional. It is unknown if the pen will be returned.